Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a x-ray confirmed the left ventricular lead was dislodged. The lead was reprogrammed. The patient is in good condition.